Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available.

Manufacturer narrative:
The serial number information was not available when MDR 2017865-2014-19401 was submitted on (B)(4) 2014. The correct serial number is (B)(4). The associated leads information was also recently provided and referenced in section d-associated devices.

Manufacturer narrative:
.